Event description:
Customer reported the advantage system gave a blood glucose result of 150 mg/dl at a time when he was symptomatic of hypoglycemia. Customer did not treat based on the advantage result; wife called emts. Emergency room meter result 15 minutes later was 48 mg/dl, customer treated with IV, admitted for further treatment. A request was made for the return of the system and a replacement was sent.